Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection showed cracks in the organic light-emitting diode (oled) screen and when the device was powered on the screen stayed black. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the damaged oled screen can occur if the device is dropped. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior a procedure, the handle was on the charger and tipped over (did not take a fall) just tipped over and hit the table where the account has it placed and the screen shattered. No patient involvement.